Event description:
It was reported that in surgery during insertion, the swg unraveled when removing. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no reported death or complications to the patient. There were two complaints involved with this kit, see MDR 1036844-2014-00127 for first.

Manufacturer narrative:
(B)(4).